Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported on (B)(6) 2020 that a peritoneal dialysis (pd) patient observed that the verizon 2g liberty modem (serial # (B)(4)) experienced a shortage. Initially it was reported that the modem had sparks coming from the cable connections (power cord and rs-232 cable) and the modem itself. However, upon further follow up on 23-mar-2020 the patient clarified that the sparks were coming from the power strip where the modem was connected. There were no sparks from the modem nor its connections. The patient was receiving treatment when he smelled electrical burning. He observed fluid leaking from the cassette¿s drain line onto the power strip. After unplugging the power strip and drying it off, the patient reconnected it to the outlet and it shorted multiple times. The patient confirmed there was no flame, smoke, nor any burn damage to the products nor his home. The patient was advised to discontinue use of the modem. A replacement modem was issued to the patient¿s clinic and a return pick up was scheduled for the reported modem. The patient was able to complete treatment with the cycler. There was no adverse event, symptoms, nor medical intervention experienced as a result of this event. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient¿s recollection of the events was confirmed and it was indicated that the modem was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: corrected information: (inadvertently omitted liberty select cycler) plant investigation: the device was not returned to the manufacturer for physical evaluation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.